Event description:
It was reported that the pt had a return of pain symptoms. The pt was in a "tremendous amount of pain." The pump was not due to be refilled for another 3-4 weeks. It was indicated that the pt's pain also had returned 2-3 weeks prior to the last refill. Critical alarms were heard that day and perhaps the previous night. The programmer displayed an error message. The pt went to the hospital and was given morphine. However, at 3:00 am that night, the pt returned to the hospital due to extreme pain. It again was indicated that critical alarms were heard. The pt was admitted to the hospital. A motor stall was confirmed and noted in the event logs with no recovery recorded. It was reported that the stall occurred because the pt was near a magnetic field in a magnetic exhibit. The pump had not recovered. The medications being delivered via the device system were clonidine and morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).